Manufacturer narrative:
The occupation is lay user/patient.

Event description:
This MDR is for test strip lot number 28631921. Refer to the MDR with patient identifier (B)(6) for the report on 29778721 strip lot. The customer complained of discrepant back to back inr results between coaguchek xs meter (B)(4) and a professional coaguchek xs meter of unknown serial number. At 9:00 am, the customer tested by fingerstick on meter (B)(4) using strip lot 28631921 and the result was 4.4 inr. At 9:15 am, the customer tested by fingerstick on meter (B)(4) using strip lot 29778721 and the result was 5.8 inr. At 2:00 pm, the customer tested by fingerstick on the unknown professional coaguchek xs meter using unknown strips and the result was 5.9 inr. Customer has a therapeutic range of 2.5-3.5 inr. The customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet or medication changes, no new illness and no bruising or bleeding. Customer's coumadin dose was changed based on the meter results. The customer had their dose held for two days. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.